Event description:
Pt was at a conference when pt's wheelchair's front wheel broke for the second time. Rptr was sensitized to this type of problem in the 1970's. Rptr feels there are an unacceptable amount of failures in the lightweight front wheels of this MFR's wheelchairs. This pt also uses a walker and cane but the failure puts added stress on pt. Unlike with a car, other transportation can be made available, but with those dependent upon a wheelchair, there is seldom mobility enough to continue activities. Rptr also states that it is more difficult to get a wheelchair repaired and medicare will not pay for the repair. It will cost $50 for wheel and another $50 for labor. Pt will need family's help to pay for the repair.